Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) went to connect and accidently flung the end of the line, when removing the cap during therapy on the home choice (hc), and now there was a half inch gap of air in the line. The hp stated the tip of the line had been exposed to air for a few minutes and wanted to know if she should start over with new supplies. The technical service representative (tsr) advised the hp to start over as the supplies currently connected were compromised. The tsr had the hp cycle the power to get back to press go to start. The hp understood the explanation and would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) due to use error was confirmed because the home patient (hp) stated they went to connect to the homechoice and accidently flung the end of the line when removing the cap. This resulted in a half inch air gap in the patient line, which was exposed to air for a few minutes. The technical service representative (tsr) advised the hp to start over as the supplies currently connected were compromised. However, since it cannot be determined why the home patient (hp) accidently flung the end of the line when removing the cap, the as determined cause for this complaint is use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.